Event description:
It was reported that "the longer piece disengaged from itself, was in the patient, removed from patient (all pieces) used a different depth gauge."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.